Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 16-nov-2022 to 15-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system had a failed cubie drawer. A field service engineer replaced the module controller along with both drawer controllers and configured it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure which prevented user to remove medication for patients. A customer required critical medication fentanyl which caused delay of about an hour to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer module controller was not working as intended. The field service engineer replaced the drawer controllers and configured the drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure which prevented user to remove medication for patients. A customer required critical medication fentanyl which caused delay of about an hour to patient care. There were no adverse events or injuries reported based on this event.